Event description:
It was reported that the handpiece got hot during a case. There was no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be update when the eval is completed.